Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial capture populates in paceart even when the patient has been in atrial fibrillation, so atrial capture could not be accomplished. The lead trend shows that no atrial capture has been accomplished since (B)(4) of 2010, yet atrial capture thresholds populated into paceart three times since then. This is a known issue with paceart and currently the only option is to manually delete the threshold value after it has been imported into paceart. No patient complications have been reported as a result of this event.